Event description:
It was reported that the device may have reached the elective replacement indicator (eri) prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Performance data collected from the device was analyzed and revealed battery depletion was indicated. Time of recommended replacement time (rrt) in save to disk occurred on (B)(6) 2012 with device rrt less than or equal to 2.62 volt. Weekly battery voltage trend data shows min bat of 2.64 to 2.62 volts between (B)(6) 2012. One low battery voltage alert occurred on (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable defib lead (B)(6) 2004. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.